Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for manufacturing.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were received and reviewed by a clinical representative. Based on the review of the medical records, device selection may have contributed to the device separation due to the patient anatomy remodeling postoperatively. Review of the manufacturing records revealed that the lot met all release criteria, with no relevant nonconforming material records that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The device instructions for use, under caution, state: the safety and effectiveness of the 34mm proximal extensions implanted with the 22mm or 25mm bifurcated stent grafts have not been established.

Event description:
It was reported that approximately 11 months post-implant of an infrarenal aortic extension, a bifurcated device, and a limb extension, a computed tomography scan identified a disconnect between the aortic extension and the bifurcated device. Reportedly, there was no endoleak present. The patient was treated with an infrarenal aortic extension, which successfully bridged the devices. It was reported the patient tolerated the procedure well.